Manufacturer narrative:
It was found that the sample was centrifuged for 7 minutes; this is too short. There were frequent sample-quality-related alarms on the alarm trace data. The investigation determined the event was due to pre-analytical handling issues.

Manufacturer narrative:
The c701 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for tina-quant lipoprotein (a) gen.2 (lpa2) on a cobas 8000 cobas c 701 module. The initial result was 236 nmol/l. This result was questioned by the physician, and the sample was repeated. The repeat result was 248.0 nmol/l, accompanied by an invalidating data flag. The repeat result was 1213.5 nmol/l. The sample was repeated with a 1:3 dilution, and the result was 1206.0 nmol/l, accompanied by an invalidating data flag. The sample was repeated with a 1:5 dilution, and the result was 1431.5 nmol/l, accompanied by an invalidating flag. The sample was repeated with a 1:20 dilution, and the result was 951.1 nmol/l.